Event description:
The facility reported to baxter canada a pump that is alarming frequently with an air in line alarm. This occurred during use. There are no reports of any patient injury or medical intervention associated with this incident. No additional information is available.this MDR is being for the colleague 3cx volumetric infusion pump, catalog number 2m8163, as the colleague 3cxe infusion pump, catalog number 2m9163, is the same as or similar to the us product.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.